Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance of greater than 200 ohms. Technical services (ts) reviewed the event and noted that there has been only singular measurement of 200 ohms which is not suggestive of device intervention. Ts added that the daily measurements collected post in-clinic follow-up support the shock impedance remained stable. Currently, this lead remains in service and no adverse patient effects were reported.